Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, successfully resolving the issue and allowing the sensor session to start correctly.